Event description:
The customer reported having unexplained high blood glucose of 458mg/dl. It was stated that he customer changed the infusion set the night before and her glucose level dropped to 69mg/dl. The customer was treated with orange juice and food. Then the customer woke with high glucose level of 369mg/dl, and she bolused twice, but her sugar level went up to 458mg/dl. The customer called back and reported being in the emergency room due to diabetes ketoacidosis and bladder infection. The blood glucose reading at time of her admission was 301mg/dl. The customer also requested assistance to go back to the right screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.